Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that frequent auto mode switch and noise reversion episodes due to atrial lead noise were observed. The noise was reproducible with arm movement. Atrial lead and device were explanted and replaced. Patient was stable. Related manufacturer reference number: 2938836-2019-06011.